Manufacturer narrative:
(B)(4). Device evaluation: the complaint was confirmed. The cause of the deployment difficulty was due to a break in the spindle tube lumen. The exact cause of the break could not be conclusively determined; however, the patient¿s calcified and tortuous anatomy may have contributed.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 78mm in diameter abdominal aortic aneurysm. The proximal neck was 21-22 mm in diameter and 29 mm in length. Calcification was observed in both sided of the iliac access vessels. The proximal aortic neck was tortuous. It was reported that when the physician was rotating the back-end wheel, the wheel became stuck and would not rotate (some rotation was possible then it got stuck), resulting in the suprarenal stents not able to be released. Eventually, the suprarenal stents were deployed after the back-end wheel was disassembled and was successfully implanted. The physician did not sense any anomaly such as resistance, and attempted to deploy the stent as usual, but the back-end wheel and the stent end became inoperable during deployment. No additional clinical sequelae were reported and the patient is fine.